Manufacturer narrative:
The account replaced the external buzzer scale power control board assembly to resolve the issue.

Event description:
The account alleged the patient position module alarm has no audible tone. No patient impact.